Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with diffuse lamellar keratitis (dlk) that is worse in the right eye than the left eye. The patient noted the right eye was watery. Topical steroid dosage was increased, an oral steroid was prescribed, and a flap lift and rinse was performed. On follow up, the patient was noted to have corneal haze worse in the right eye than the left eye. The patient was instructed to begin sodium chloride hypertonicity ophthalmic ointment three times daily. Additional information received stated the patient is improving and is being seen on a weekly basis. The case was determined to have been caused by an old sterilizer. The facility replaced the sterilizer and have not had any additional issues. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Logfile review shows no abnormalities that could have contributed to reported event. All energy settings were within range and all laser system functions were within specifications at this day. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to treatment date. According to the customer the issue regarding this case was determined to be caused by an old statim (sterilizer). They have replaced the statim with a new one and have not had any outbreaks since then. No technical root cause was identified as the device was found to be within specifications. According to the information from the customer the root cause is an old statim (sterilizer) . The manufacturer internal reference number is: (B)(4).